Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, four xience sierra stents (3.5x28 mm, 4.0x15 mm, 4.0x38 mm x2) were implanted. On (B)(6) 2018, the patient was re-admitted with other cardiovascular symptoms. Additionally the patient was diagnosed with a kidney and urinary tract infection. The type of intervention was not been reported. The final patient outcome has been reported as death. No additional information was provided.